Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed troubleshooting procedures including replacement of the pump, probe wash, bellows type (rohs) (7-204102-01), which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal and verification of the pump, probe wash, bellows type (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 serial number (B)(6), or the pump, probe wash, bellows type (rohs).

Event description:
The customer observed falsely decreased results generated from architect c4000 processing module for multiple patients. The results provided were: on (B)(6) 2023 sid (B)(6) total bili= < 0.10 mg/dl /repeated=0.79 mg/dl. On (B)(6) 2023 sid (B)(6) total bili= < 0.10 mg/dl /repeated=0.98 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased results generated from architect c4000 processing module for multiple patients. The results provided were: on (B)(6) 2023 sid (B)(6) total bili= < 0.10 mg/dl /repeated=0.79 mg/dl on (B)(6) 2023 sid (B)(6) total bili= < 0.10 mg/dl /repeated=0.98 mg/dl there was no reported impact to patient management.